Event description:
A past event involving high blood glucose was reported by the customer, with the highest level reaching 513 mg/dl. Cause was not known. The customer administered a correction bolus using the pump which led to resolution without assistance from a third party. Technical support suggested the customer consult with a healthcare professional to explore possible factors affecting blood glucose levels. The customer understood the advice.